Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A DHR and ship history review cannot be performed as the lot number was not available. The reported patient symptom of atrophy and the device allegation of length too long are known risks associated with this device type and indicated as such in the instructions for use

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral atrophy. The physician noted that the cuff was likely too large when initially placed due to atrophy of the tissues; however, it was believed to have been positioned in the correct location. A surgical procedure was performed in which the device was removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral atrophy. The physician noted that the cuff was likely too large when initially placed due to atrophy of the tissues; however, it was believed to have been positioned in the correct location. A surgical procedure was performed in which the device was removed and replaced. There were no further patient complications reported.